Manufacturer narrative:
The hardware investigation of the returned standalone xrelay board found that the reported event was related to an electrical issue. Visual inspection confirmed capacitor c1 was damaged. Due to the condition of the board, functional testing was not performed. The reported event was confirmed. The hardware investigation of the returned varistor found that the reported event was related to an electrical issue. The varistor was open and damaged. The reported event was confirmed. The hardware investigation of the returned relay found that the reported event was related to an electrical issue. The relay did not pass bench testing. Testing confirmed that the relay's output pins 1 and 2 were shorted together internally. The reported event was confirmed. The x-ray relay control board was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts have been received by the manufacturer for evaluation. Event problem and evaluation: on 2-nov-2016, a medtronic representative went to the site to test the equipment. The imaging system gave off a strong burning smell during testing. The standalone board blew one of the large capacitors. Tried to shut the system down but the standalone board and cp2 would not power down. Found that the x-ray ssr had shorted. After replacing the standalone board and x-ray ssr, the system seemed to operate correctly; however, it was not able to take a 3d scan or make any rad exposures. Further investigation is in progress. Multiple parts are currently in transit to the manufacturer and will be evaluated upon receipt.

Event description:
A medtronic representative reported that while performing the fca system checkout, he saw smoke coming from the imaging system and noticed a burning smell.

Manufacturer narrative:
Device manufacture date provided. Additional evaluation codes provided per onsite testing.